Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Review of sensor data and communication with the user indicated that calibration instructions in the eversense user guide were not followed. The user was educated on correct calibration procedures and informed that improper calibration practices could negatively affect system accuracy and overall system performance. The user was advised to perform a sensor re-link to allow the system re-initialize and converge faster. Post re-link, review of sensor data indicated that bg values aligned with sg trends well. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where the user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.